Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops coming out of the end of the infusion set tubing when going through the fill tubing step. The customer changed out the cartridge and tubing, but received a minimum fill notification. Reportedly, the cartridge had been filled with 300 units of insulin. The customer's blood glucose level was 560 mg/dl with high level of ketones, and was addressed by administering a manual injection. The customer reported the supplies were reloaded successfully.